Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 35-43 mg/dl; cause was unknown. Customer required assistance consuming carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.